Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows the superior screw has backed out anteriorly past the screw blocking mechanism. The patient is reported to be asymptomatic and there are no plans for a revision surgery at this time. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a screw backed out of a resonate 2 level plate post-operatively. There are no plans for a revision surgery.

Manufacturer narrative:
Imaging provided shows the superior screw has backed out anteriorly past the screw blocking mechanism at c4. Additional information provided that the blocking mechanism where the screw had backed out was broken off. It appears at the other screw holes, 3 other blocking mechanism were broken; however, those screws had not backed out of the plate. Two of the screws show noticeable wear marks. It is possible that one of these screws is the one that backed out, and the wear marks are from the friction as it loosened in the plate.

Event description:
It was reported that a revision surgery was done for a screw that backed out of a resonate 2 level plate post-operatively causing patient pain.